Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/12/2014 with the following findings: a review of the black box revealed an alert on (B)(6) 2014 at 4:14am for a basal delivery being manually cleared followed by multiple alerts for empty active basal program. A review of the basal history revealed an active 0.00 unit per hour basal that was programmed on (B)(6) 2014 from 4:16am to 10:31am. A review of the total daily dose history indicated that basal insulin delivery totals correctly reflected programmed values. During evaluation, the pump was exercised on a 1 unit per hour duration test and the correct amount of units was displayed by the pump which was 24 units. The keypad buttons were found to be fully responsive button presses. The product was found to perform within specification. There were no defects found with the pump and the reported incident was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a history/settings (history/settings issue) issue. A basal rate reportedly did not record into the pump history and had to be re-entered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).